Event description:
The consumer reported a false positive result with the binaxnow covid-19 self-test performed on (B)(6) 2022 on a nasal swab. Confirmation testing via unknown pcr platform was performed on the same day prior to the aforementioned test and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single-use; device discarded.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 211610 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 211610, test base part number 195-160wl / lot: 208012. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 211610 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single-use; device discarded.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 self-test performed on (B)(6) 2022 on a nasal swab. Confirmation testing via unknown pcr platform was performed on the same day prior to the aforementioned test and generated a negative result. No additional patient information, including treatment and outcome, was provided.